Event description:
According to available information, the patient with this device is experiencing auto inflation. The patient still cannot totally lock the device so his penis goes flaccid. Patient talked to his doctor and they told him how to lock it after deflating but it still goes back to a semi hard position. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.